Manufacturer narrative:
(B)(4).

Event description:
Waiting for information. Customer classified that complaint as a medical incident. Additional information received via email what was done to address the product problem? Surgeon used sutures. Was any reinforcement material employed? No. How is the patient currently? Patient stable due to antibiotic therapy. When will the device be returned? Loading -now reusable stapler- waiting for hospital response. What surgical procedure was being performed? Gastrectomy. Was there any unanticipated tissue loss as a result of this problem? No. Was there any tissue damage as a result of this problem? No. If yes, describe the damage and provide details on how the damage was treated/corrected. No. Was the damage irreversible? No. Was there blood loss of 500cc or more due to the product problem? No. Did any additional blood loss resulting from this product problem require a blood transfusion? No. Was surgical time extended by more than 30 minutes due to the product problem? No. Did anything fall into the patient¿s cavity? No. If so, was it retrieved? No. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Extended patient stay in the hospital due to antibiotic therapy also because pseudomembranous colitis and clostridium difficile. Um difficile.

Manufacturer narrative:
(B)(4).